Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarms noted during testing. Device functioning properly. Device received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received insulin flow blocked alarm. The customer's blood glucose was 16 mmol/l. The customer stated that they had insulin flow blocked alarm during bolus. Customer states insulin did not exit the tubing. Customer stated that the pump did not alarm no delivery with manual prime. The customer was advised they will replace the pump for him due to the amount of insulin flow blocked alarms and the conditions that the occurred. The insulin pump will be returned for analysis.